Event description:
It was reported that the 9600emi system was unable to fluoro, after moving system to a different room. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found a pin on the interconnect socket pushed. Repaired the pushed pin. The system was tested and found to be working as intended and placed back into service.